Event description:
The report received from the study indicated that the pt had a focal (<10mm) isr of a previously implanted (unk) cypher stent treated during the elective index procedure for the study. The stent had been implanted approx four and one-half years earlier.

Manufacturer narrative:
The indication for the index procedure was a previous non-q wave mi. The pt was found to have three-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was 30-50% (lvef 30-50%). The target lesion was the proximal lad. The lesion was reported to be: a focal (<10mm) is of a previously implanted (unk) cypher stent, 2.75 mm vessel diameter, 11 mm length, a 90% stenosis, ostial, moderately calcified, and type b2. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 12 atm. A cypher select plus 2.75 x 13 mm stent was implanted at 16 atm. The lesion was not post-dilated. The residual stenosis was 5%. The timi flows were not provided. A satisfactory result was obtained. The pt was discharged two days after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was reported to be asymptomatic at the one six-month follow-up and was continuing her medical regimen. Approx seven and one-half months after the index procedure, the pt had chest pain and was found to have an anterior wall, non-q wave myocardial infarction (mi). Coronary angiography was done the next day and a 90% focal (<10 mm), in-stent (isr) and proximal peri-stent restenosis of the previously implanted cypher select 2.75 x 13 mm stent was noted. The stent was implanted in the proximal left anterior descending (lad) target lesion. The restenosis was treated by implantation of a taxus 2.75 x 12 mm stent. A new lesion in the mid right coronary artery was also treated during the same procedure. Please note that device (lot #unk) is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used for the same pt. Please reference MFR report #9616099-2008-02095 and #9616099-2008-02096.